Event description:
It was reported that on or about (B)(6) 2012 a patient fell and fractured her right humerus which was treated with an open reduction and internal fixation (orif) of the right humerous on or about (B)(6) 2012. A synthes locking compression plate and screws were used to stabilize the fractured humerus and it was reported that on (B)(6) 2012 two of the screws broke reportedly causing loss of fixation and pain to the patient. On or about (B)(6) 2012 a revision surgery was performed during which time a new synthes locking compression plate was implanted. Patient reportedly has experienced pain and aggravation of her pre-existing condition, and significant, subsequent medical care due to the device breakage. This report is for an unknown humeral plate and two (2) unknown screws. This complaint involves a total of 3 devices. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one unknown humeral plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A part number of: 223.5518 was provided, however is invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the patient reportedly had fallen on wet ground (dog tripped her while walking, fell 6 feet of back porch stairs onto right arm and right knee) several days prior to clinic visit on (B)(6) 2012 and had fractured their right distal humerus. The patient was initially treated with a long-arm posterior splint. X-rays showed a comminuted fracture of the humerus. There appeared to be 3 segments, proximal and distal then a butterfly fragment. Due to the comminuted nature of fracture, it was felt that the patient would benefit most from operative stabilization in terms of pain control and prevention of progressive deformity into a varus position as well as possible prevention of delayed or nonunion. A brachial block was performed by the physician and the patient was implanted with an 8-hole 3/5 locking compression plate (lcp) with assorted locking screws and 2 inter-fragmentary screws. During the surgery it was noted that the lower segment of the fracture had evidence of a long vertical crack and surgeon felt that any attempts to clamp plates around the fractured bone would result in a fracture so the bone was stabilized with 2 terminally threaded guide pins which were cut short on the cortical surface and the fracture was re-aligned. It was reported that the butterfly fragment was neglected as any attempts to reduce it would require de-vitalization of the fragment by stripping and the surgeon felt that added cerclage wires was not going to add anything to the overall stability of the construct and that the fragment would unite with the main construct. Ultimately, the butterfly segment was left to lie alongside the plate implanted on the distal segment; placed with 3 screws and then clamped to the upper segment with 2 intra-fragmentary screws placed between the lower and upper segment along the oblique fracture interface. The remaining 3 proximal screws were used to secure the plate to the proximal segment. The patient, reportedly 3/4 of the way healed began physical therapy to address her preexisting nerve condition (patient reportedly has neurapraxia). During physical therapy, the patient reportedly felt a pop and developed pain. It was reported that radiographs of her elbow were taken around (B)(6) 2012 showed a loss of fixation and angulation of the fracture. The patient underwent a revision surgery on (B)(6) 2012. It was noted that three (3) of the implanted screws had been sheared off and were broken right below the screw head. The surgeon assessed that during the revision surgery the patient¿s neurapraxia was not divided, was not related to compression and was not squeezed from the plate as the identified radial nerve was noted to be in continuity, superficial, and not underneath the plate. It was additionally noted that the patient had non-union of the fracture site; it was easily identified and rather mobile. A 12-hole plate was aligned with the distal segment and locking, interlocking and lag screws were implanted. There was reportedly a 100ml blood loss during the surgery but no reported complications. The patient was noted to be in stable condition after the surgery. This report is for an unknown 8-hole plate implanted on (B)(6) 2012 to repair a fractured right distal humerus.

Manufacturer narrative:
Patient height reported as 5 feet 3 inches. Date of event: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a surgical site infection discovered (B)(6) 2012. And on (B)(6) 2012, the patient heard cracking sound in arm.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.